Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive abnormal bleeding'), lupus-like syndrome ('autoimmune issues/autoimmune disorder-type of disorder similar to lupus'), haematochezia ('bowel issues including blood in stool') and systemic lupus erythematosus ('symptoms of lupus/ autoimmune disorder type of disorder: tested negative for lupus but all symptoms') in a 36-year-old female patient who had essure (batch no. 866208-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included ethinylestradiol;levonorgestrel since 2011 to (B)(6) 2014 for birth control as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2011 to (B)(6) 2014, bupropion hydrochloride (wellbutrin) from october 2015 to april 2016, dexamfetamine (dextroamphetamine) since (B)(6) 2015, gabapentin (neurontin) from (B)(6) 2015, lisdexamfetamine mesilate (vyvanse) since (B)(6) 2016, lorazepam, medroxyprogesterone acetate (depo-provera) since (B)(6) 2014, prednisone since (B)(6) 2016, venlafaxine hydrochloride (effexor) since 2014 and venlafaxine until (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced infection ("infection (other)"), colitis ("colitis/abnormal bowel movements-colitis"), urticaria ("hives"), hypersensitivity ("allergic reaction"), swelling ("swelling") and abdominal pain ("pain in abdominal"). On (B)(6) 2015, the patient experienced herpes zoster ("shingles"), 4 months 29 days after insertion of essure. On (B)(6) 2015, the patient experienced lupus-like syndrome (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced arthralgia ("joint pain/wrist pain/hip pain"). On (B)(6) 2015, the patient experienced pelvic pain ("chronic pelvic pain/ pain"). In 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), allergy to metals ("nickel allergy"), fatigue ("fatigue"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), anal incontinence ("fecal incontinence"), alopecia ("alopecia"), weight fluctuation ("weight gain/ weight gain/loss-sporadic increase and decrease in weight(+/- 25 ibs)"), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ hormonal changes describe: menstrual cycle lasts 7-15 days with 2-4 weeks between"), rash erythematous ("polymorphous light eruption rash on face similar to lupus recurring"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), uterine pain ("pain in uterus"), breast discharge ("breast leaking") and menstrual disorder ("abnormal periods"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, lupus-like syndrome, haematochezia, systemic lupus erythematosus, pelvic pain, allergy to metals, fatigue, dyspareunia, anal incontinence, alopecia, weight fluctuation, anxiety, depression, vaginal haemorrhage, menorrhagia, infection, rash erythematous, nausea, dysmenorrhoea, vaginal discharge, colitis, herpes zoster, urticaria, hypersensitivity, swelling, abdominal pain, uterine pain, arthralgia, breast discharge and menstrual disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anal incontinence, anxiety, arthralgia, breast discharge, colitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haematochezia, herpes zoster, hypersensitivity, infection, lupus-like syndrome, menorrhagia, menstrual disorder, nausea, pelvic pain, rash erythematous, swelling, systemic lupus erythematosus, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff's physician has recommended surgical removal of the device, but plaintiff is unable to afford the surgery at this time. Plaintiff will be forced to undergo a major surgery as a result of her essure implants. *current weight 181 lbs. Essure- successful placement of coils on both sides right side- 5; left side-1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. The lot number reported (866028) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: amendment: lot number field updated (number of characters). Amendment: the report was also amended for the following reason: case upgrade to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive abnormal bleeding'), autoimmune disorder ('autoimmune issues/autoimmune disorder-type of disorder similar to lupus'), haematochezia ('bowel issues including blood in stool') and systemic lupus erythematosus ('symptoms of lupus/ autoimmune disorder type of disorder: tested negative for lupus but all symptoms') in a (B)(6)-year-old female patient who had essure (batch no. 866208-not valid, 866028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included eugynon (levonorgestrel w/ethinylestradiol) since 2011 to (B)(6) 2014 for birth control as well as amfetamine aspartate;amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) since 2011 to (B)(6) 2014, bupropion hydrochloride (wellbutrin) from (B)(6) 2015 to (B)(6) 2016, dexamfetamine (dextroamphetamine) since (B)(6) 2015, gabapentin (neurontin) from (B)(6) 2015 to (B)(6) 2015, lisdexamfetamine mesilate (vyvanse) since (B)(6) 2016, lorazepam, medroxyprogesterone acetate (depo-provera) since (B)(6) 2014, prednisone since (B)(6) 2016, venlafaxine hydrochloride (effexor) since 2014 and venlafaxine until (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced infection ("infection (other)"), colitis ("colitis/abnormal bowel movements-colitis"), urticaria ("hives"), hypersensitivity ("allergic reaction"), swelling ("swelling") and abdominal pain ("pain in abdominal"). On (B)(6) 2015, the patient experienced herpes zoster ("shingles"), 4 months 29 days after insertion of essure. On (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced arthralgia ("joint pain/wrist pain/hip pain"). On (B)(6) 2015, the patient experienced pelvic pain ("chronic pelvic pain/ pain"). In 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), allergy to metals ("nickel allergy"), fatigue ("fatigue"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), anal incontinence ("fecal incontinence"), alopecia ("alopecia"), weight fluctuation ("weight gain/ weight gain/loss-sporadic increase and decrease in weight(+/- 25 ibs)"), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ hormonal changes describe: menstrual cycle lasts 7-15 days with 2-4 weeks between"), rash erythematous ("polymorphous light eruption rash on face similar to lupus recurring"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), uterine pain ("pain in uterus"), breast discharge ("breast leaking") and menstrual disorder ("abnormal periods"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, autoimmune disorder, haematochezia, systemic lupus erythematosus, pelvic pain, allergy to metals, fatigue, dyspareunia, anal incontinence, alopecia, weight fluctuation, anxiety, depression, vaginal haemorrhage, menorrhagia, infection, rash erythematous, nausea, dysmenorrhoea, vaginal discharge, colitis, herpes zoster, urticaria, hypersensitivity, swelling, abdominal pain, uterine pain, arthralgia, breast discharge and menstrual disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anal incontinence, anxiety, arthralgia, autoimmune disorder, breast discharge, colitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haematochezia, herpes zoster, hypersensitivity, infection, menorrhagia, menstrual disorder, nausea, pelvic pain, rash erythematous, swelling, systemic lupus erythematosus, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff's physician has recommended surgical removal of the device, but plaintiff is unable to afford the surgery at this time. Plaintiff will be forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Current weight (B)(6) lbs. Essure- successful placement of coils on both sides right side- 5; left side-1 most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received. Events : fu 5 and 6 processed together. Joint pain/wrist pain/hip pain, abnormal periods, breast leaking added. On 16-dec-2019: pfs received. Lot number added. Event weight gain was updated to weight gain/loss-sporadic increase and decrease in weight. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.